Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 400 mg/dl and insulin injections were administered to address the bg level. The cause of the high bg was not known. Drops of insulin were observed exiting the tubing. The contact decided to change the cartridge and infusion set. Insulin delivery was resumed.